Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #3 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventrio st (device #3). Additional emdr were submitted to represent the bard composix mesh (device #1) and bard composix kugel (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: ni/ni/2003 - patient underwent surgery for implant of an unspecified bard/davol composix mesh (device #1). On (B)(6) 2007 - patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #2). On (B)(6) 2015 - patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #3). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: ni/ni/2003 - patient underwent surgery for implant of an unspecified bard/davol composix mesh (device #1). (B)(6) 2007 - patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #2). (B)(6) 2015 - patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #3). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: 2003 - patient was diagnosed with complex umbilical incisional hernia thereby underwent repair with the implant of composix mesh (device #1). (Note, no op notes were provided). (B)(6) 2007 - patient was diagnosed with recurrent incarcerated periumbilical incisional hernia thereby underwent laparoscopic repair with the implant of composix mesh (device #2). Per operative notes, ¿a very small incarcerated midline epigastric hernia found was reduced. Adhesions and hernia were found inferior to the old composix mesh (device #1), either the mesh shifted or the fascia over the mesh tore in this area. Once the adhesions were cleared, a piece of composix mesh (device #2) was placed in the peritoneal cavity, sutured inferiorly and pulled up against anterior abdominal wall, centered over the defects and tacked." (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of synthetic mesh. Per operative notes, ¿the recurrence of hernia noted at the edge of the previous patch and the sac was excised. A synthetic mesh was placed through the fascial edges and sutured. The defect was then closed with reinforcement of onlay patch and sutured circumferentially.¿ (note: there were no visualization/mention of composix mesh (device #1) and (device #2)). (B)(6) 2015 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventrio st mesh (device #3), lysis of adhesions and explant of composix mesh (device #1 & #2). Per operative notes, ¿the hernia sac was dissected and the fascial defect with extruded old meshes (device #1 & #2) were excised. Adhesions were taken down and a ventrio st mesh (device #3) was placed into the peritoneal cavity and sutured.¿ attorney alleged that the patient had adhesions, bowel perforation, infection, mesh migration, pain and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #3 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the ventrio st implanted to treat the patient's recurrent hernia. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e1 (complainant name), e3, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents ventrio st (device #3). Additional supplemental emdr's were submitted to represent two composix mesh (device #1 & #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.